Event description:
It was reported the ultrathane mac-loc locking loop multipurpose drainage catheter leaked during preoperative preparation. The leakage was observed between the catheter tubing and hub. The procedure was completed using a new catheter. There was no patient contact and no other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): customer (person) - address line 2: (B)(6). Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: on 31aug2022, cook china received a complaint from a representative at the taiyuan mingcheng senmu medical instruments co., ltd, located in the city of taiyuan city, shanxi province, cn regarding an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot #: 14694702). It was reported that the tech discovered fluid to be leaking from the hub during prepping of the catheter for the procedure. The device did not make patient contact. The procedure was successfully completed with another device of the same type. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the device, were conducted during the investigation. One used catheter was received in an opened and prepped condition. The investigation confirmed the cap / mac-loc adapter passed the gap gauge requirement. During table top testing, a leak test confirmed fluid escaping at the cap / mac-loc adaptor connection site. The cap and mac-loc adaptor were disassembled, discovering the presence of a crease and tear in the flare. Based on the investigation results, it was determined the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14694702 recorded two nonconformances for "failed gap gauge" and "failed torque" that were possibly relevant to the reported difficulty. These devices were scrapped prior to the further processing. The torque driver used in the manufacturing of this lot was within calibration. The mac-loc assembly, lot number sa14606403, had zero recorded nonconformance's. A further search of the reported lot number confirmed no additional complaints being received. Based on the findings during the investigation, cook medical inc. Has concluded the device was manufactured out of specification. As a result of this discovery, the appropriate manufacturing personnel was notified. A review of the dmr and DHR, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, ultrathane mac-loc locking loop multipurpose drainage catheter], states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a manufacturing deficiency. The appropriate responsible manufacturing department was issued a defect awareness training. A search of this lot at the nadc facility confirmed all devices were shipped. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
The device was received on 26sep2022 and it was noted that the suture was separated at the hub.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.